Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 10th december 2012. The user powered on the device and was issued with the advisory speech prompts. As per the clinical statement, there was artefact in both the impedance cardiogram and electrocardiogram, which is indicative of chest compressions being performed. The chest compression artefact continued throughout analysis mode until 00:00:53. The patient presented ventricular fibrillation (vf) and a shock was advised and subsequently delivered. The patient refibrillated during the chest compression cycle, and a second shock was advised and then delivered. The patient remained in fine vf, and the algorithm alternated between ¿shockable rhythm¿ and ¿non-shockable rhythm¿ before determining that the rhythm was non-shockable. This was repeated during 11 assessments of the patient¿s heart rhythm. Chest compressions were identified as continuing into the analysis mode of the algorithm and caused the device to incorrectly advise a shock. The algorithm reassessed the cardiac rhythm when the compressions stopped, and the rhythm was determined non-shockable. The device performed to specification throughout the event. The investigation tested the returned sam pad 300ps ability to deliver the shock therapy sequence and no fault was found. A visual inspection of the pcba identified no abnormalities. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This was a patient involved in this event. Medical director for american airlines alleged that an AED was used onboard an aircraft. Upon reviewing the ECG data, he determined that there was a shockable rhythm and the device did not administer a shock. It was reported that the patient was breathing and had a pulse prior to CPR being administered. The patient survived to hospital admission.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This was a patient involved in this event. Medical director for (B)(6) alleged that an AED was used onboard an aircraft. Upon reviewing the ECG data, he determined that there was a shockable rhythm and the device did not administer a shock. It was reported that the patient was breathing and had a pulse prior to CPR being administered. The patient survived to hospital admission.